Manufacturer narrative:
Block h6: device code 1484 for the reportable issue of bands prematurely deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly and there was evidence that it was secured in the handle slot when received. However, the trip wire was kinked at the proximal section. No damage was observed to the handle assembly itself. The suture was broken with one section was attached to the ligator head and the other section was attached to the trip wire loop. Further analysis noted that the evidence of suture broken was likely to separate the device from the scope. This condition is not considered as an issue of the device. Additionally, the ligator head was returned with all bands attached on it; the bands were properly placed on the ligator head; however, the suture slipped through the first, second and third bands, providing evidence of the deployment difficulty during the procedure. Some of the ligator head teeth were damaged, marks were observed in the ligator housing, indicating that likely the device was hit against a hard surface. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The trip wire bent/kinked could occurred during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were damaged (bent) this indicates that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. The reported event not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was installed and entered inside the patient for tissue suction and ligation deployment. However, the three bands were deployed at the same time. Reportedly, the bands were removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was installed and entered inside the patient for tissue suction and ligation deployment. However, the three bands were deployed at the same time. Reportedly, the bands were removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.